Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, a hole was discovered in the pneumatic hose. It is unk how the hose was damaged. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, a hole was discovered in the hose portion of the pneumatic drill. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.